Event description:
A report was received that the patient was experiencing discomfort while charging the ipg. It was also noted that the patient was having difficulty getting the charger to stay connected with the ipg. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional information was received that patient underwent a revision procedure wherein the ipg was replaced and repositioned for better charging and to have the latest technology per physicians preference. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing discomfort while charging the ipg. It was also noted that the patient was having difficulty getting the charger to stay connected with the ipg. The patient will undergo a pocket revision procedure.